Manufacturer narrative:
(B)(4). Two tibial tray product identifications were reported in conjunction with this event. It is unknown after follow-up attempts which device was revised. The information for the second liner is as follows: item name: biomet cc cruciate tray 75mm, catalog number: 141234, lot number: j6099844, expiration date: jul 14, 2027, manufacture date: aug 18, 2017. Concomitant medical products: e1 vngd cr tib brg 71/75x12, item# ep-183442, lot# 583010. E1 vngd as tib brg 14x75, item# ep-189084, lot# 348630. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately four months¿ post implantation due to abnormal knee joint noise, limited knee joint movement, and pain. When the patient returned to the hospital and was examined, it was discovered that the locking bar was slack and had backed out. Three months after the operation, the knee joint was normal. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed through medical records. Medical records and radiographs were provided and reviewed by a healthcare professional. Provided radiographs show the locking bar displaced medially and extending into the soft tissue. Medical records for the revision surgery note the joint prosthesis and poly are stable with no loosening or wear. Locking bar was replaced with no complications. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.